Manufacturer narrative:
(B)(4). Pump was received with intermittent button response due to flattened (escape, b, act and up) button dome switch (no crease). No button error alarm noted during test. Unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Pump was received with broken reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was damaged around the reservoir compartment and on top of the battery compartment. Customer stated they fell on the concrete while changing the infusion set. The customer¿s blood glucose level was 275 mg/dl at the time of the incident. Customer's blood glucose was 205 mg/ at the time of the call. Customer has been treating with the insulin pump. The customer also reported getting air bubbles in the tubing. Customer completed troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.